Event description:
It was reported that intermittent audio output occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause of the missed alert is either a race condition on app startup which intermittently resets the user¿s customized alert settings to default thresholds and/or an internal database write issue clearing some or all alerts upon app termination.